Event description:
Due to an administrative error on our initial report, this event should be corrected as follows: "target was notified that during the procedure, the gdc coil detached without power supply. Open surgery was performed as a result of this event." Per a follow-up with a rep from the hosp on 3/2/1999:"the pt's condition after the surgery was good, and continues to be in good condition now."